Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1600234 investigations did not show issues related to the complaint. The device is reportedly unavailable. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler jammed while being used in surgery. The patient's condition was reported as fine.